Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-03452. It was reported that the patient was admitted into the hospital for severe aortic insufficiency, cardiogenic shock, and other reasons not specified. A review of the log files revealed multiple no external power alarms which were caused by a brief interruption of power from the mobile power unit (mpu).

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Main investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file; however, it was revealed that the mpu was unrelated to the cause of the event. The mpu (serial number unknown) was not returned for analysis. The provided log file contained data spanning approximately 14 days (02jun2021 ¿ 16jun2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A loss of ac power while the mpu was in use, identified through the rsoc steadily decreasing, was not observed throughout the data. The observed no external power alarm within the data appeared to have been caused by disconnections of both power cables. No other issues regarding the mpu were reported nor observed. Heartmate 3 patient handbook, rev. C, section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, rev. C, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook, rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number of the mpu was not provided. No further information was provided. The manufacturer is closing the file on this event.